Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the suction functionality on the vapr coolpulse90 electrode device did not work. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The device was brand new and its first use when the issue occurred.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that the electrode ran but the suction could not function. The lot number of the electrode in question is either u2010072 or u2011008 but cannot be identified. The complaint device was received and evaluated in juarez laboratory. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode tip shows signs of activation and biological residues. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device revealed that the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of debris around the active tip and in the suction port. Closer inspection of the suction hole withing the active tip shows signs of debris within. No residue or blockage visible in the suction tube. The device has been sent back with the entrall adapter in the open position, with no damage visible on the adapter or the suction tube. Finally, no visible damage to the device shaft, handle, cable or plug. During the functional test, the flow was failed. Testing showed that the device was electrically sound and activated as normal in ablate and coagulation modes. Device suction was found to be non-existent, confirming at least one blockage within the suction path. A DHR review has been performed for lot u2010072 or u2011008; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation and product ra no initial containment action related to the individual complaint is recommended. From our investigation were able to confirm the customer reported suction blockage with the returned electrode. The blockage was found at the proximal end of the active suction tube and could not be removed and is likely caused by uv glue. The failure mode seen is likely to have been caused by uv glue within the active suction tube and is consistent with other complaint devices investigated under CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. Further investigation into this failure mode has been conducted under a CAPA. The CAPA report kt analysis concludes the most likely root cause being an intermittent unnoticed equipment fault on linear line 2 leading to inappropriate presentation of the device to the uv cure station. Linear line 2 equipment was decommissioned january 2021 and superseded by mx2 equipment (linear line 3) utilizing a different transfer mechanism concept and with improved status monitoring. Based on the two lot numbers advised u2010072 & u2011008 the customers device was manufactured in november 2020 on linear line 2 in cleanroom 2. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.